Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: additional information received from the account stated that a laparoscopic partial resection of the small intestine procedure was performed. No reinforcement material was used in conjunction with the device. The staple line was corrected by resection and restapled with another device.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a functional end-to-end anastomosis, the firing was performed properly, but some staples were not placed to the tissue. Additional tissue resection was required due to the issue. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia ultra universal short stapler and one endo gia 60mm articulating medium/thick reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products and an evaluation of the returned devices. The reported condition for this incident was that during the functional end - end anastomosis procedure the staple line was incomplete. Visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 0cm cut line indicating the point where the handle compression had stopped. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the reload was loaded into the subject instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Visual and functional testing of the returned products confirmed the product did not meet quality release specifications that were tested regarding the reported condition and due to the partially fired reload the reported condition was confirmed. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.